Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, g7, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11 corrected field: h6 medical device problem code the engineer has not visited the site as this complaint is opened only for the quotation. There was no repair as customer is not willing to issue po. If further info is received the investigation will be reopen and updated accordingly.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). Event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that in cs300 intra aortic balloon pump, was not switching on, there was no patient harm or injury reported.